Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion error occurred during a supply change, followed by a ¿38 restart ilet¿ alert, and a dry run confirmed the pump operated as expected; after guidance through a supply change, the occlusion resolved and insulin delivery was resumed, with blood glucose rising from 170 mg/dl to 185 mg/dl during the process. Symptoms included transient hyperglycemia. Outcomes included no hospitalization and resolution after troubleshooting and education. Investigation included customer troubleshooting, assessment of pump function via dry run, and supply change with infusion set replacement. Investigation of this case revealed an infusion set occlusion that resolved after replacing supplies, with no device malfunction detected. It was concluded, based on previously established findings for similar reports, that the cause was user-related or procedure-related occlusion at the infusion set during setup or supply change.